Manufacturer narrative:
The device was returned for evaluation where the root cause of the popping noise and smoke was determined to be a blown ballast caused by capacitor failure. No corrective action or further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during use there was a popping noise and smoke came out of the unit.